Event description:
During open reduction and internal fixation of a medial humeral epicondyle fracture with an ao 4.5 cannulated screw, it was noted that part of the tip of the screw became deformed and separated from the shaft.the separated piece was retrieved and there was no harm to the patient.====================== health professional's impression======================part of the tip of the screw became deformed and separated from the shaft.====================== manufacturer response for ao 4.5 cannulated screw, ao cannulated screw======================item was retained for examination by the manufacturer representative.